Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4). Lens work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5_13.2 implantable collamer lens, -9.50 diopter into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged due to glare/haloes. The lens exchange resolved the problem.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial with residue on the product. Visual inspection found no visible damage and residue on lens. (B)(4)